Manufacturer narrative:
Catheter model 8709, serial # (B)(4), implanted: (B)(6) 2007, explanted: unk.

Event description:
The patient experienced increased pain. The event severity was reported as moderate. A migrated catheter was noted. The catheter was surgically spliced on (B)(6) 2010. An x-ray was performed on (B)(6) 2011 and revealed the catheter tip was located at l2-l3. The patient outcome was reported as resolved without sequelae as of (B)(6) 2011. The drugs in the pump were dilaudid, bupivacaine, droperidol, compounded baclofen.